Manufacturer narrative:
The pump passed self-test, active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 7.0 received the lowbatteryalert (104) on 09/29/2025 10:59:00 faster than expected at 3.45 days. Battery cycle 6.0 received the lowbatteryalert (104) on 09/25/2025 23:32:00 after more than 7 days at 24.37 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/01/2025 14:31:00 after more than 7 days at 31.74 days. No failed battery test noted during test or listed in the pump history download near event date. However, customer experienced an unexpected low battery alert on 09/29/2025 10:59:00.000 due to moisture damage to the pcb1 board and bcb2 board. Found moisture damage to the pcb1 board and pcb 2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, missing display window cover, and stained keypad overlay. The p-cap/reservoir does lock properly. No failed battery test noted during analysis. However, confirmed customer experienced an unexpected low battery alert due to moisture damage to the electronic assemblies. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump did not accept the battery. The customer also reported a replace battery now alarm with a prior low battery alert. The customer also reported a crack from the battery compartment through the bottom of the insulin pump that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the replace battery now alarm and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885a was requested and the customer response was that the device will be returned.